Manufacturer narrative:
Per the customer, they were unable to see any issues from the it side. The customer did not return the device for inspection by baxter. Technical services directed the customer on how to access the logs and troubleshooted some potential fixes. The customer confirmed they would perform further troubleshooting and contact baxter if they required further assistance. Based on this information no additional actions are required at this time. The eli 380 is intended to be a high-performance, multichannel resting electrocardiograph. As a resting electrocardiograph, the eli 380 simultaneously acquires data from each lead. Once the data is acquired, it can be analyzed, reviewed, stored, printed or transmitted. It is a device primarily intended for use in hospitals but may be used in medical clinics and offices of any size. Device is indicated for use to provide interpretation of the data for consideration by a physician. Device is indicated for use in a clinical setting, by a physician or by trained personnel who are acting on the orders of a licensed physician. It is not intended as a sole means of diagnosis. The interpretations of ECG offered by the device are only significant when used in conjunction with a physician over-read as well as consideration of all other relevant patient data. Device is indicated for use on adult and pediatric populations. The device is not intended to be used as a vital signs physiological monitor. Although there was no adverse event reported, if the eli380 were to loose wifi connection and stop transferring data in an emergency setting, it could lead to serious injury or death. Therefore baxter is reporting this alleged device malfunction.

Event description:
The customer reported network issues and being unable to transmit data. There was no adverse event reported. This incident was captured under baxter complaint ref # (B)(6).